Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient who was using an external neurostimulator (ens) for urgency frequency and urgency incontinence. The patient reported that she is unable to urinate on her own, and went to the hospital to have a catheter put in again. It was noted that the trial started on (B)(6) 2019. No further complications were anticipated/reported.